Event description:
It was reported that the patient presented to the hospital after a routine device change out, intermittent loss of capture was observed. The patient has multiple abandoned leads which is suspected to be causing electrode to electrode contact. When rep failed to reproduce loss of capture, device issue was suspected. The whole system was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.